Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a nc joint arthrodesis surgical procedure on (B)(6) 2019 that utilized paragon 28 baby gorilla/gorilla plating system. While inserting the reamer into template, metal particles was reported to be shaving off into the patient's wound. This is report 2 of 2 for this incident.